Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective downstream occlusion seal. Visual inspection was performed. The downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was air in the system. The issue was noticed during infusion, after the infusion of approximately 200 cc. A pump alarm was triggered, erroneously indicating that it was priming the pipes. There was no patient harm.